Event description:
It was reported by the sales rep that fluid was observed when the customer opened the tray following sterilization. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On december 4, 2007, the drill involved in the reported event was evaluated. During the eval, the tech noted the bearings were rough and the attachment was corroded. During the eval, the tech was unable to duplicate the reported event of leaking fluid. The root cause of the failure appears to be a result of abnormal treatment of the product.